Event description:
Initial reporter indicated that the sites handheld computer "would not turn on". The handheld was returned for product analysis. An analysis was performed on the handheld and the cause for the reported complaint was associated with a defective ac power supply no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.